Event description:
It was reported that the monopolar cautery instrument coating on shaft was noted to be scratched during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that material was missing. The surface of the main tube at the distal end appeared to be scraped off with deep scratches and gouge marks at several areas. The marks were various in length and not aligned with the tube axis. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.